Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the perclose device after an unk procedure. The foot would not park. It is unk how hemostasis was achieved. There was no pt injury. No additional info available.